Manufacturer narrative:
H.6. Investigation summary: "bd had not received samples, but one photo was provided for investigation. Photos show: some gel adhering to the tube wall above the gel barrier and small deformation of the gel barrier. (1) some gel adhesion to the tube wall above the barrier is normal. In a plasma tube, this is called "gel splatter". (2) deformation of the gel barrier may occur during freezing, due to expansion of water. This is likely dependent on the specific gel tube and freezing conditions. 100 retentions were inspected with no issues being identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for gel smearing(gel splatter) and poor barrier separation (deformation of the gel barrier). Bd was not able to identify a root cause for the indicated failure mode." H3 other text : see h.10.

Event description:
It was reported that during use with bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg there was poor barrier separation and fibrin occurred. This delayed the test processing. There was no report of patient impact. The following information was provided by the initial reporter: white floating particles are noticed in the plasma after centrifugation. O ¿on 12. Dec.2022, the csl laboratory has detected the following deviation while performing the 3 nat testing for rkv: o there were floating particles in a relatively large amount of the test tubes. O a first evaluation of the samples showed that most of the samples belongs to shipment brk7155. However, it cannot be ruled out that test samples from shipments brk7158, brk7163, brk7161, brk7155 were also affected as these samples were also included in the test run. O as immediate action the csl laboratory has performed additionally manually steps to obtain test results e.g., additionally centrifugation. The increased manual effort led to delays in the test process of the laboratory. Due to the effort, all test samples concerned could be tested and a valid result could be determined. O to avoid particles in the test tubes, the test sample should be centrifuged, frozen and stored according to manufacturer¿s instructions, so that no clotting can develop in the samples and influence the process. O csl kindly ask you to carry out a detailed root cause analysis by checking the centrifugation specifications and test sample handling at the donation sites from rkv. If necessary, please define corrective and preventive actions to avoid the deviation in future.¿ testing red cross (rkv): sample integrity is rapidly impacted, whether tubes are stored horizontally/vertically at cooling or freezing temperatures. Phenomenon can be countered by (re)centrifugation just before testing.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg there was poor barrier separation and fibrin occurred. This delayed the test processing. There was no report of patient impact. The following information was provided by the initial reporter: white floating particles are noticed in the plasma after centrifugation. ¿on 12. Dec.2022, the csl laboratory has detected the following deviation while performing the 3 nat testing for rkv: there were floating particles in a relatively large amount of the test tubes. A first evaluation of the samples showed that most of the samples belongs to shipment brk7155. However, it cannot be ruled out that test samples from shipments brk7158, brk7163, brk7161, brk7155 were also affected as these samples were also included in the test run. As immediate action the csl laboratory has performed additionally manually steps to obtain test results e.g., additionally centrifugation. The increased manual effort led to delays in the test process of the laboratory. Due to the effort, all test samples concerned could be tested and a valid result could be determined. To avoid particles in the test tubes, the test sample should be centrifuged, frozen and stored according to manufacturer¿s instructions, so that no clotting can develop in the samples and influence the process. Csl kindly ask you to carry out a detailed root cause analysis by checking the centrifugation specifications and test sample handling at the donation sites from rkv. If necessary, please define corrective and preventive actions to avoid the deviation in future.¿ testing red cross (rkv): sample integrity is rapidly impacted, whether tubes are stored horizontally/vertically at cooling or freezing temperatures. Phenomenon can be countered by (re)centrifugation just before testing.